Manufacturer narrative:
If additional information becomes available, it will be submitted in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarms ext high ppeak pressure and not ventilating. The customer reported there was a patient on this unit when this event occurred. The customer stated the patient was desaturating, the patient was removed from the unit and placed on another unit with no further harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was able to duplicate the reported issue. The root cause of the reported issue was due to the expiatory pressure transducer output not responsive to changes in pressure and could not be calibrated. This has been identified to be related to a current field corrective action. This reported issue will be tracked and internally investigate the situation.